Manufacturer narrative:
(B)(4) . This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal is split and does not tighten correctly.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the submitted sig fem adpt torque wrench found end cap component loose and the socket assembly fractured. The root cause of the missing end cap is attrbuted to product design. The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required as the complaint sample was manufactured prior to the implementation of co (B)(4). The root cause of the fractured socket is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Co (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. Co (B)(4) will change the dimensions of the socket feature. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.